Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report, that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera, mycobacterium species pluralis (spp.) And pseudomonas aeruginosa. The lab report has been provided. There is no known patient involvement.

Manufacturer narrative:
Through follow up communication, livanova deutschland learned that a growth test and polymerase chain reaction (pcr) test from water and air samples was performed by an agency specialized in environmental analisys. Furthermore, livanova deutschland learned that the device was cleaned regularly per the instruction for use. The device was placed inside of the operation theater during use with the fan positioned opposite to the patient and an estimated distance between the surgery field and the device of three (3) meters. Through further follow up communication, livanova deutschland learned that the hospital used multiple-use heating blankets until (B)(6) of (B)(6) 2019. As the heating blankets are not part of the heater-cooler system 3t water circuit disinfection procedure, the use of multiple uses blankets reasonable suggests them to be the source for the identified contamination. The hospital agreed on changing the approach and use the heating blankets as single use only.

Event description:
See initial.